Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and ketoacidosis that resulted in hospitalization for 5 days. The customer called requesting to change the pump as the pump was not sending corrections, but tests on the pump could not be done during the call. Only a self-test was performed but the pump did not show any error. Troubleshooting was performed for the reported event. The blood glucose value at the time of the call was 109 mg/dl and at the time of the incident was 328 mg/dl. The symptoms the customer reported at the time of the hospitalization event were vomit, dehydration, and feeling sick. The customer also tested for ketones. The customer was treated using a manual injection and with intravenous insulin infusion during hospitalization. The customer had been using an insulin pump system within 48 hours of the reported event and the auto mode feature was active at the time. No further patient complications were reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded serial number label, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 25-feb-2024 in the pump history file. 02/25/2024 00:00:00.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05, bolusamountdelivered = 0.05. 02/25/2024 00:05:15.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05, bolusamountdelivered = 0.05. 02/25/2024 00:10:17.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 02/25/2024 00:15:15.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 02/25/2024 00:20:13.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 02/25/2024 00:25:16.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 02/25/2024 00:30:12.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.075, bolusamountdelivered = 0.075. 02/25/2024 00:35:07.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05, bolusamountdelivered = 0.05. 02/25/2024 00:40:07.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05, bolusamountdelivered = 0.05. 02/25/2024 00:45:08.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. Please see below for the daily total of all insulin delivered on the event date 25-feb-2024 in the pump history file. 02/26/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 02/25/2024 00:00:00.000. Dailytotalofallinsulindelivered = 30.25. Dailytotalofbasalinsulindelivered = 20.45. Dailytotalofbolusinsulindelivered = 9.8. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-feb-2024 in the pump history file. 02/20/2024 12:38:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 02/20/2024 12:54:00.000 alarmalertnotification, faultnumber = lost sensor 2 alert (781). 02/22/2024 13:03:33.000 batteryremoved. 02/22/2024 13:03:33.000 alarmalertnotification, faultnumber = battery removed (84). 02/22/2024 13:03:43.000 batteryinserted. 02/23/2024 21:53:34.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 05:44:04.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 05:46:20.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 06:06:58.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 07:20:15.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 07:27:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/24/2024 07:29:45.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 07:39:50.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 07:40:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/24/2024 07:45:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/24/2024 07:47:00.000 alarmalertnotification, faultnumber = no delivery (7) - during basal. 02/24/2024 10:11:20.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 10:12:20.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/24/2024 11:14:02.000 alarmalertnotification, faultnumber = no delivery (7) - during bolus. 02/25/2024 16:26:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 02/25/2024 16:36:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). 02/25/2024 16:55:00.000 alarmalertnotification, faultnumber = lost sensor 2 alert (781). 02/25/2024 17:05:00.000 alarmalertnotification, faultnumber = lost sensor 2 alert (781). The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lost sensor 1 alert (780) - not confirmed. No delivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/ketoacidosis. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.